Event description:
It was reported that during a thoracic aorta replacement procedure, a bleeding occurred. The surgery was prolonged by more than 1.5 hours. The graft remained implanted.

Manufacturer narrative:
Method and results codes: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicates values well within product specification. Conclusions code: no conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.